Event description:
The user facility reported that during a therapeutic laparoscopic cholecystectomy, the users experienced a complete loss of image. The procedure was reportedly completed with a different, but similar device and there was no patient injury.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report of a complete loss of image. The outer tube of the device was found bent and there were dents and chips noted on the distal tip of the device. The device also failed the transmission test due to the damages found on the device. The cause of the user's experience was determined to be due to physical damage. This report is being submitted as a medical device in an abundance of caution.